Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00259. Initial reporter phone no.: (B)(6). Lot 17h028 was manufactured from august 4-7, 2017. The device was received for evaluation. Visual inspection of the device revealed excess white drug precipitate inside the solution of the reservoir and inside the tubing line. When the luer cap was removed, no evidence of flow was observed coming out at the distal luer. Further examination reveals cause of the flow problem was caused by the excess drug precipitate blocking the fluid path. The reported condition was verified for the returned device. The cause of the excess drug precipitate was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused medication to the patient during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.